Event description:
It was reported that a user experienced cartridge leakage from inside the pump during two consecutive supply changes, with insulin drops expressed when inserting the cartridge and inability to pass the fill tubing step; troubleshooting and education were provided, and the user successfully set up a new cartridge but did not reconnect due to recent administration of both long-acting and rapid-acting subcutaneous insulin. Customer care provided support that included remote troubleshooting and user education on proper cartridge fill and insertion. Investigation of this case revealed user technique risk factors related to overfilling behavior and expressed insulin at insertion that could contribute to leakage, with no reported impact to the cartridge chamber and successful function with a new cartridge. No clinical symptoms associated with hyperglycemia reported. Outcomes included temporary interruption of pump therapy and self-management with subcutaneous insulin without health impact. It was concluded, based on previously established findings for similar reports, that the cause was user technique associated with cartridge handling and insertion.